Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the exact cause of the pvl post deployment of the initial valve cannot be confirmed. In addition to the procedure itself, patient factors may have contributed to the pvl. Placement of the vascular plugs, in an attempt to correct the pvl, caused impingement of a leaflet, contributing to the central leak. Deployment of a sapien 3 valve corrected the central leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a trans-septal mitral valve replacement procedure, a 23mm sapien 3 valve was deployed in the native mitral valve. Post deployment, moderate to severe paravalvular leak (pvl) was observed. Multiple vascular plugs were placed to correct the pvl. One of the implanted vascular plugs obstructed/trapped one of the sapien 3 valve leaflets, resulting in central mitral insufficiency (cmi). A second sapien 3 valve was successfully deployed within the initial valve, correcting the cmi. Post deployment of the second valve, the patient had an lvot gradient. A septal ablation was performed to fix the gradient. The procedure was completed and the patient was transferred in critical condition. The patient expired later on the day of the procedure.

Manufacturer narrative:
(B)(4). Please reference related manufacturer report no: 2015691-2016-03461.